Event description:
In (B)(6) of 2014, I was treated for stage 1 large b cell high-grade non-hodgkins breast lymphoma in my right breast. I was treated with chemotherapy, radiation and my breast implants were removed. In (B)(6) 2017, I was diagnosed with triple-negative breast cancer in my left breast and treated at (B)(6) institute in (B)(6). My breast oncology surgeon and reconstruction surgeon both told me that what I actually had in 2014 was breast implant associated lymphoma, a rare condition that the FDA has just recently acknowledged. I do not know if I am a registered patient in your database, as this condition was unknown at the time of my cancer diagnosis in 2014. I have obtained my records from the physician that placed the breast implants in 2003. They were mcghan implants, style 68. The left implant was lot # 555650 and sn (B)(4), and the right was lot # 559845 and sn (B)(4). The ref number for both was (B)(4). They were both saline-filled implants.